Manufacturer narrative:
(B)(4);a boston scientific technical services consultant discussed the clinical observations with the caller. Further testing was performed through the device and acceptable sensing measurements were obtained. The lead was programmed to unipolar configuration and the patient will have a follow up in one month. The patient had a few other medical procedures scheduled so he elected to wait a bit longer for new lead. The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting rising pacing impedance measurements on the right ventricular (rv) channel which have exceeded 2500 ohms. Threshold measurements are also elevated and sensing measurements could not be obtained. No adverse patient effects were reported.

Manufacturer narrative:
This device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being processed due to product evaluation results.